Event description:
Site reported they encountered an error message while planning for a case and could not continue to plan. The superdimension case was cancelled and the patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.

Manufacturer narrative:
A CT scan, which is used with the superdimension in reach system, was received and is still under evaluation. Out of and abundance of caution, superdimension is filling this MDR because of the additional risk associated with multiple exposures to general anesthesia.